Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the keypad button was under responsive. The customer alleged that the backlight, down, ok and up arrow buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 11/22/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/29/2016 with the following findings: during investigation, a visual inspection of the pump showed no damage or peeling to the keypad. During testing the up arrow, down arrow and ok keypad buttons were unresponsive. The audio bolus button response was not tested due to the unresponsive keypad. The keypad was removed and no damage to the button contacts or keypad flex cable was observed. The pump was opened and there was moisture corrosion found on the keypad connector and battery compartment housing. Unrelated to the complaint, investigation revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.